Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with episodes of inappropriate shocks. Upon interrogation it was determined that the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was stable throughout and no complications occurred during this procedure.